Manufacturer narrative:
Product evaluation: complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient on whom he had performed bilateral cataract removal with intraocular lens (iol) implant procedures approximately 10-11 years prior presented with a slight reduction in vision in both eyes, which seems to be due to speckles within the iols. The surgeon noted that the appearance of the speckles is quite different to that of vacuoles that he has seen before. The surgeon had examined the patient's eyes on numerous occasions since the operation and had not noted a problem with the iols previously. It was noted that further tests are scheduled to ensure that there is nothing else going on and for monitoring. The reporter stated that the patient is not concerned at present, and the surgeon thinks that it is most unlikely that this will reach the stage where lens exchange is required. Additional information has been requested. This is one of two medical device reports for this patient; this report is for the patient's right eye.